Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that patient was at home and bent down to take off his socks. While doing this, his controller and batteries fell to the ground. The driveline became dislodged from the controller and the alarms read "electrical fault" at first and then "pump stop". His wife and local ems were unable to reconnect the driveline, so he was transported to emergency department, where his driveline was then connected to his backup controller. When driveline was disconnected, patient felt dizzy/lightheaded, shortness of breath and had chest pain that radiated down his arm. When driveline was reconnected, patient instantly had resolution of the symptoms. Controller (B)(4) was removed from service and replaced with the patient's back up controller (B)(4). Log files were sent in from (B)(4). Patient was given new back up controller. Patient is stable post event. No additional information is provided.

Manufacturer narrative:
Correction: the event happened with controller con100778 which it was returned to the manufacture for evaluation. Patient is using his backup controller, con100768, as the primary. Con100778 was returned to heartware for evaluation. Hw24731 was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documents confirmed hw24731 met requirements for release. Analysis of the log files revealed a series of electrical fault and vad stopped alarms on 03/06/2016, confirming the reported event. Analysis of con100778 revealed that the device met specifications; the controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the electrical fault and vad disconnect alarms was the reported dropping of the controller by the patient, resulting in a marginal driveline connection. This is report one of two reports (3007042319-2016-01451, and 01452) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.